Event description:
It has been reported that the inflation device manometer of the inflation device malfunctioned during the case. The physician was having difficulty reading the pressure on the gauge because the needle of the manometer was unbalanced. The physician exchanged the inflation device with another from a different lot and completed the case without any further difficulties.